Event description:
The spring loaded pin on the handle broke, so the handle will not disengage from the impactor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination confirmed the retractor pin is broken at the hole crossed by the dowel pin. The product is of an earlier design which was susceptible to retractor pin breakage at the hole crossed by the dowel pin. In (B)(6) 1997, via (B)(4), the hole diameters of the knob that the dowel pin goes thru was reduced from .1251" to .0939" which will cause a press fit of the dowel pin to the knob's holes and subsequently increase it's resistance to breakage. Based on the investigation findings, the need for corrective action is not indicated. Although a previous corrective action has been implemented for this failure mode, the complaint sample is old (mfg. 1997) and product wear out cannot be ruled out as a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.